Event description:
It was reported that the patient indicated that his device "wore out." The physician's office was contacted, but records were not available. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5068 implantable pacing lead 2000-(B)(6). (B)(4).